Manufacturer narrative:
On (B)(6), 2021, bwi received additional information regarding the event. This adverse event was discovered post use (several hours later) of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure and/or patient condition. Intervention performed was pericardial drainage. Patient was reported as fully recovered. The patient required extended hospitalization because of the adverse event for extended monitoring. Force visualization features used: graph, dashboard, vector and visitag. The visitag module was used and the parameters for stability were used: 3mm, 3sec, additional filter used with the visitag: force 25% 3g, ai 400-450 and ablation index. A transseptal puncture was performed with an abbott brk needle. Prior to noting the CT ablation was performed and there was no evidence of a steam pop. The event occurred after the procedure, the physician does not know during what phase it happened. Irrigated catheter was used in the event and the flow settings qdot: flow varies between 4 and 15 ml/min to stay at target temperature. The correct catheter settings were selected on the generator, the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30417555l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, f-j curve, c3, split handle. The patient suffered cardiac tamponade requiring pericardiocentesis. Several hours after the procedure, the patient complaints about thoracic pain. Doctors discover tamponade. Drainage is efficient for the patient. Origin of the tamponade is unknown. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.